Manufacturer narrative:
Due to the reported failure being an expected function of the ar-1588rt acl tightrope® rt, it was concluded that no problem was found with the returned device and the complaint allegation cannot be confirmed. One unpackaged ar-1588rt acl tightrope® rt was received for investigation. Visual evaluation noted no problems with the device. Functional testing was performed by tensioning the white loop suture strands to ensure movement of the loops and the loops were found to function as required. No further functional testing is applicable for this device. No problem found. Per dfu-0147-eo revision 2 precautions: "2. Load the acl/pcl tightrope button over the unspliced, thinner portion of the acl/pcl tightrope suture to assist assembly. Once assembled slide the acl/pcl tightrope button down to the thicker, spliced portion of the acl/pcl tightrope suture to help prevent disassembly."

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an anterior cruciate ligament surgery the button slipped onto the sutures. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update dw 22-mar-2024: further information were provided that the button could not be fixated and therefore the tightrope could not be tightened.